Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator had oversensed electromagnetic interference and led to pacing inhibition on the right ventricular channel. It was noted that the patient was not pacemaker dependent. The patient was in stable condition.